Event description:
Customer reports the following: biomed reported pump is not loading cassettes. Biomed cleaned pins. No patient harm. Preliminary review indicates that this was due to a either a sticky pin or faulty spring cage. This stopped an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.